Event description:
The hospital reported that the hemopro 2 device overheated and the hemopro 2 extension cable broke. The hospital did not report any patient effects. The hospital was unable to provide info regarding when the problem occurred or how the procedure was completed. Refer to MFR report number: 2242352-2012-01307 for the related report.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).